Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the during the patient's explant (ref: 1627487-2023-03265), the physician cut the tails of the patient's leads and the rest of the leads remain implanted in the patient. No other complications were reported.